Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how was the product applied and what prep was used prior to, during or after prineo use? After close superficial skin with subcuticular suture (vicryl plus 4/0,19mm), the incision keep dry with sterile gauze, then apply mesh on top of incision and apply 1 layer of adhesive(2-octyl) all over the mesh and wipe the excess area with sterile gauze then leave it for few minutes. Finally dressing the wound with opsite post-op (3m) . Was the site cultured? If so, what bacteria were identified? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. This patient used to apply prineo before with her right-knee tka in (B)(6) 2018. Is the patient hypersensitive to pressure sensitive adhesives? No. Were any patch or sensitivity tests performed? No. Is the product or representative sample (product from the same lot number) available for evaluation? I don¿t have this info. Patient demographics: (B)(6) height 160 / female . Patient pre-existing medical conditions (ie. Allergies, history of reactions) - never . For female patients ask: was the patient exposed to similar products, such as artificial nails - no.

Event description:
It was reported that a patient underwent a left knee total knee arthroplasty procedure on (B)(6) 2018 and topical skin adhesive was used for skin closure. On (B)(6) 2018, the patient experienced a severe allergic contact dermatitis reaction. The topical skin adhesive was removed on (B)(6) 2018. The reaction was treated with oral antibiotics, oral antihistamines, and topical corticosteroids cream. The patient had the topical skin adhesive applied during a right knee tka in (B)(6) 2018. The patient has no known allergies. The physician opines that contact dermatitis is the contributing factors to the reaction. The patient is currently recovering but a trace of healed dermatitis can be seen. Additional information has been requested.